Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant air in line alarms in the medical office. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were not reproduced during evaluation. Air in line alarms were verified through a review of the event history log. Functional testing found the ultrasonic sensor fluid numbers to be out of specification and the sensor was unable to be calibrated, causing the reported symptom. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.